Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert for high, out of range, high voltage lead impedance. Two weeks prior the same alert had been given but in-clinic high voltage lead impedance measurements were normal. Following the second alert in-clinic measurements were variable with pocket manipulation and the patient in various positions. The lead was capped and replaced.